Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. The first proglide was successfully pre-placed at the 10 o'clock position and the second proglide was successfully pre-placed at the 2 o'clock position. The sheath was upsized to 12f and the evar procedure was completed. Reportedly, after the evar procedure, the suture pre-placed at the 10 o'clock position broke. A third proglide device was attempted to be placed at the 12 o'clock position; however, a cuff miss [suture retrieval issue] occurred. A fourth proglide device was successfully placed at the 12 o'clock position. The successfully pre-placed suture at the 2 o'clock and the successfully placed suture at the 12 o'clock position were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.